Event description:
It was reported that following an unrelated procedure while in hospital, backup operation was observed on the implantable cardioverter defibrillator (ICD). The cause of the backup was thought to be related to a pulse field ablation procedure. A device restoration was performed successfully. The patient was stable.